Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204, can comm status flags) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to corroded components l702, l703, r7005, and r762 on the distribution node pca. The root cause for the corroded components could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and can comm status flags.